Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's prior medical history includes chronic kidney disease (ckd), chronic heart failure (chf), ejection fraction (ef) as 60% and hypertension (htn). It was noted that the patient was observed to have mitral annular calcification (mac) and a significant amount of calcium in the left ventricular outflow tract (lvot). It was indicated that the patient had a baseline of normal sinus rhythm (nsr). During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a non-abbott balloon resulting in the patient going into left bundle branch block (lbbb). During device implant, the first attempt while at 20 percent deployed was at a depth of 0mm on the non-coronary cusp (ncc). The patient ended up going into complete heart block and pacing was initiated at a rate of 80 beats per minute with no change in the rhythm to normal. The valve was noted to be implanted at a depth of 5mm on the ncc and 7mm on the left coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and no clinically significant delay reported. Later that evening, a permanent pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product but rather to the patient¿s anatomical condition with a significant amount of calcification in lvot and mac. The patient's status was stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.